Manufacturer narrative:
A review of manufacturing records shows the product was released with no anomalies and conforming to design specifications. As part of risk management, the condition is addressed in the IFU and surgical technique.

Event description:
It was reported on (B)(6) 2019 that a tlif oblique implant fractured during the insert and rotate technique. The procedure involved the implantation of two tlif oblique cages. One was successful. The surgeon pounded a second 30dx10wx12h tlif oblique implant into a 4mm disc space, increasing the disc space to 10mm to accommodate the interbody. When rotating from 10mm to 12mm orientation, the interbody broke. The surgeon used excessive force to rotate the interbody which exceeded the design limits for rotation. The implant was investigated to be secure, and no pieces broke off or fell into the wound, so it was left in place to perform its intended function.